Manufacturer narrative:
(B)(4). Batch #r5an6y. Investigation summary: the analysis results showed that one ecr60b reload was received partially fired 2/3. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a video-assisted thoracoscopic lobectomy surgery, after severing pulmonary lobe tissue on the third firing, all the staples were malformed with irregular shapes with straight legs. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.